Manufacturer narrative:
Unit received with button error alarm and had intermittent act and up buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that customer attempted to delivery an easy bolus and numbers continued to scroll up above required dosage. Customer removed battery and put battery back and received a button error alarm. Customer's blood glucose was 141 mg/dl. Caller was advised that insulin pump would need to be replaced.